Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage. The following information was provided by the user facility: the doctor has reported a fault with the 6fr bright tip sheath; he reported that the valve leaks when a wire or catheter is used; he also stated that the valve does not leak after changing say to an 0.014; after a 0.035, it leaks straight away; he has noticed this a few times and states its only happening with the 6fr; and there was no reported harm to the patient.

Manufacturer narrative:
One used 6fr sheath was received for product evaluation. After decontamination, the returned device was subjected to visual analysis where a blood like substance was found along the hub of the sheath, which is indicative of use. There were no kinks, bends or scratches visible with the unaided eye. Functional testing was then performed to identify where a leak would occur on this device. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was then closed and the air pressure was increased. The sheath with the hub, side tubing, and 3wsc were all submerged under water for approximately 30 seconds and observed for air bubbles, which would indicate a leak. No air bubbles were observed forming around the hub, sheath, valve or 3wsc. A 6fr dilator for investigational purposes was then inserted into the sheath. This assembly was then again submerged in water. No bubbles were detected after 30 seconds. The dilator was then removed and the assembly was submerged for a third and final time. No bubbles were observed. The allegation of a leak could not be confirmed. At this time, it is unclear what caused the user to experience a leak between the distal hub and the sheath. The received device was able to perform to functional specifications; no functional anomalies were found. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.